Event description:
Medwatch report received stated in event description: ""revision of approved implant that was signifiantly damaged and had decreased in size since initial implantation." " implant duration reported as 16 months". Refer to medwatch (B)(4).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury. Medwatch submitted : (B)(4). On (B)(6) 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.